Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged display issue was not verified. The pump powered up to a clear and legible verify screen, as demonstrated by the call service 069 alarm message. The auditory and vibratory features were operational. No cracks or scratches were found on the display lens. Pump casing was opened and no damages were found with the display screen. Unrelated to the complaint, on power up, the pump alarmed for call service 069, a language file corruption related alarm, that could not be cleared by pump reboot. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).